Event description:
Over the horn contralateral approach pta of a tight and calcified restenosis left sfa. The physician used two competitor balloons first, which burst longitudinally in a very calcified and tight restenosis. These balloons were advanced through previously placed stents. The sailor balloon was the third balloon used in the procedure and the balloon burst circumferentially. The balloon folded back on itself during removal and got stuck in the soft tissue right at the exit site. The physician used hemostats to remove the tip of the balloon successfully.